Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4) - no consequences or impact to patient, problem with lens. Evaluation results: visual inspection of the returned product found a scratch on the lens optic. The lens was returned in liquid. (B)(4).

Event description:
The reporter stated the surgeon attempted to insert a cc4204a collamer aspheric single piece lens but noted under the microscope there was a problem with the lens. There was patient contact with the cartridge but no contact with the lens. There was no patient injury. Another same model lens was implanted. The reporter stated the event was due to surgeon error.